Manufacturer narrative:
As of (B)(6) 2019 aso did not receive information from the consumer of the lot number for further investigation. Satisfactory biocompatibility test results for the materials used to manufacture the same type of products were reviewed.

Event description:
Consumer stated that product created a burnt on his wife skin which feels painful. Consumer stated that medical attention was sought.

Event description:
Consumer stated that product created a burnt on his wife skin which feels painful. Consumer stated that medical attention was sought.

Manufacturer narrative:
As of 04/22/2019 aso did not receive information from the consumer of the lot number for further investigation. Satisfactory biocompatibility test results for the materials used to manufacture the same type of products were reviewed. As of 06/24/2019 aso has evaluated testing of device from other lot retained sample with no issues found. The following was updated: (codes removed: 3221 and 67. Codes added: 4102, 213 and 67).